Manufacturer narrative:
The investigation into the aic - shutdown or restart issue has been completed since the initial report was submitted. The console was returned, tested, and visually inspected. The failure mode was not reproduced during testing, but the audio sw process could be terminated causing the sw watchdog to trigger and resetting the console. The cause of the unexpected reboots was the audio server crashing triggering the sw watchdog to do partial and full resets of the console as intended.

Event description:
The complainant reported a 63-year-old male patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported the automated impella controller (aic) switched off during the implant procedure. After medical staff restarted the aic, an unexpected console shutdown error message displayed. The patient eventually expired, but there is no association between the impella use and the patient¿s outcome.

Manufacturer narrative:
The impella device was received, and an evaluation has begun. Upon completion of the investigation, a supplemental MDR will be submitted.